Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital. G4 - premarket / 510(k) #: p900056/s166. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the rotapro console revealed a broken advancer connector port. No other problem was detected during returned product analysis.

Event description:
It was reported that the speed could not be adjusted and the procedure was cancelled. A rotapro console was selected for use. During the procedure, it was noted that the device was unable to change the rpm on the unit knob. The set speed was at 150 rpm and the observed maximum rotation speed was at 150 rpm. The speed knob was not responsive and adjustable, and the rpms did not go higher than 167 rpm. The procedure was cancelled. There were no patient complications reported.